Event description:
It was reported the device was used in a low anterior resection. It was reported there were no staples in the device. Completion of the case is unknown. No reported patient consequence.